Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: utility of an externalized temporary transvenous implantable cardioverter defibrillator system in the setting of ventricular tachycardia storm and concurrent device infection requiring extraction. The journal of innovations in cardiac rhythm management. 2024; 15(7): 5930¿5934. Doi: 10.19102/icrm.2024.15071 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the utility of a temporary externalized transvenous implantable cardioverter defibrillator (ICD) system in the successful detection and pace-termination of ventricular tachycardia (vt) during the treatment of device infection. The authors described a patient who presented with dyspnea, hypotension, vt storm, and heart failure exacerbation. They were found to have enterococcus faecalis bacteremia. Blood cultures remained positive despite antibiotic therapy for several days. Infective endocarditis was suspected, and transesophageal echocardiography demonstrated a mobile echo density on the right atrial side of the tricuspid valve most consistent with a vegetation. No lead-associated vegetations were present. Device and lead extraction was performed. A temporary transvenous dual-coil lead with an externalized ICD generator was used to treat vt episodes prior to the re-implantation of a new permanent system. Seven days later, with blood cultures remaining negative on antibiotic therapy, the patient underwent successful re-implantation of a new crt-d system with left-sided generator placement. The status of the device and leads is unknown. No additional adverse patient effects were reported.